Manufacturer narrative:
Event date: estimated date. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that four months ago, arteriotomy closure was achieved using a starclose se device after a splenic arterial aneurism interventional procedure. The patient was made aware of the use of the clip at the access site while in recovery and was given the brochure that identified it as being made with nickel and advising not to use it on people with a nickel allergy. The patient has a nickel allergy and is now concerned that this may be the cause of some of the problems the patient is having since surgery. The patient is having skin problems all over the body, though not at the site of the incision, and some aching at the site. The patient has scheduled an appointment with her physician; however, no treatment has been reported. No additional information was provided.